Event description:
The customer returned the cysto-nephro fiberscope, which is an olympus asset with no reported complaint. During the evaluation of the device, foreign material on channel mount and corrosion on forceps channel port were observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure/cause traced to user. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.